Event description:
It was reported that during treatment with polyflux 14l dialyzer, an external fluid leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. : (B)(6). Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture shows the product during treatment. Only the upper part of the product with a water drop in the header area is visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.